Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a lead check-up, ventricular lead noise and far-field r-wave oversensing were observed. Noise was reproducible and had sometimes occurred while the patient was asleep. The recommended programming changes were made and no more oversensing could be detected. No patient symptoms were reported.

Manufacturer narrative:
(B)(4) .

Event description:
New information received states a single noise reversion was noted when the patient was seen in the clinic for a check-up. The patient had experienced feeling dizzy that was caused by noise oversensing. The physician noted a history of low pacing lead impedance. The ventricular sensing setting was increased. The patient did not report any issues after the change was made.